Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cross arm was lubricated during the service call.

Event description:
It was reported that the stenoscope system shut down during a case. Also, the cross arm was hard to move. No pt injury was reported.